Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged/detached catheter and a damage on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that imaging catheter stuck in stent occurred. The 90% stenosed, 32mm in length and 2.25mm in diameter target lesion was located in a moderately tortuous and moderately calcified first diagonal left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. Following deployment of a 2.25x32 synergy stent, the physician inserted the opticross¿ imaging catheter however, the imaging catheter was stuck in the implanted stent. The physician tried to remove the imaging catheter but failed. The physician opted to cut the sheath and advanced a non-bsc guide catheter to release the imaging catheter from being stuck. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that imaging catheter stuck in stent occurred. The 90% stenosed, 32mm in length and 2.25mm in diameter target lesion was located in a moderately tortuous and moderately calcified first diagonal left anterior descending artery (lad). An opticross imaging catheter was selected for use. Following deployment of a 2.25x32 synergy stent, the physician inserted the opticross imaging catheter however, the imaging catheter was stuck in the implanted stent. The physician tried to remove the imaging catheter but failed. The physician opted to cut the sheath and advanced a non-bsc guide catheter to release the imaging catheter from being stuck. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.